Event description:
It was reported that the patient was admitted for ventricular tachycardia (vt) and implantable cardioverter defibrillator (ICD) shocks. The patient was found to have fever and positive for influenza b and rhinitis. Electrophysiology (ep) was consulted, and a right heart catheterization (rhc) was done. Diuretics were held at the time of discharge and the patient was sent home with an antiviral drug. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted for ventricular tachycardia (vt) and implantable cardioverter defibrillator (ICD) shocks. The patient was found to have fever and positive for influenza b and rhinitis. Electrophysiology (ep) was consulted, and a right heart catheterization (rhc) was done. Diuretics were held at the time of discharge and the patient was sent home with an antiviral drug. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmias is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.